Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the keypad buttons had a delayed response. No additional information was provided. The pump was unavailable for troubleshooting at the time of the call. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.